Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips bench repair technician (brt) evaluated the device and confirmed the customers reported problem of a deviation in nibp measurement. The nbp pump assembly is defective. The nbp pump assembly was replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating there was a deviation in nibp measurement. It is unknown if the device was in use at time of event, and there was no adverse event reported.